Event description:
It was later reported that the patient had a serous and liquid collection at the generator implant site. Per the physician, there is no infection and the cause of the serous buildup is unknown. Update was received that the generator was explanted.

Event description:
It was reported that 9 days following generator replacement, the patient presented with purulent fluid leakage, and ultrasound revealed a subcutaneous abscess. The surgeon ordered hospitalization for 8 days for antibiotic treatment for the infection. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No further relevant information has been received to date.

Event description:
Clarification was later received that the patient had a full system (lead and generator) explant.